Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. A 2.5x15mm apex balloon catheter was advanced to pre-dilate the target lesion and ruptured at 8 atm's. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).